Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the severely calcified left common femoral artery was achieved with a proglide device using the pre-close technique via a 5f sheath prior to an interventional cardiac procedure with impella support. Reportedly, a second proglide device was attempted; however, the plunger was removed with no suture attached. A new proglide device successfully pre-placed a second suture. The sheath was upsized to 14f and the cardiac procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.